Event description:
The tip of medium sized xlif pituitary broke off during surgery.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.